Event description:
It was reported patient's device was replaced as a result of an over-discharged battery. Patient compliance was suspected as the primary reason for over-discharge. Patient indicated that stimulation did not reach her feet and a relocation contributed to her over-discharge. Patient's device had been over-discharged for 3 years. A company representative located the device in patient's abdomen and tried to perform 3 physician mode recharges without success. A dew days later, the company representative tried 2 more physician mode recharges and was finally able to get patient's device to recharge. Patient was then able to use stimulator. No further information was provided as to the reason for replacement following successful physician mode recharge.

Manufacturer narrative:
(B)(4)